Event description:
The complainant reported an under-delivery. The intended delivery was 250 ml; however, only 150 ml were delivered. Rate and delivery timeframe information was not provided.

Manufacturer narrative:
(B)(4): insufficient flow or under-infusion; (B)(4): no consequences or impact to patient. The device reported, list number 53583, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated the complaint for under-delivery was not confirmed. The pump delivered at +4% accuracy, which is within specification.